Manufacturer narrative:
Neither valid lot number or product code were reported. Clinical details were quite limited. No product was returned, therefore physical evaluation, full investigation or definitive conclusions were impossible. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use (IFU) which includes recommendations, precautionary statements and instructions for proper use of product. No further actions were pursued at this time. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Manufacturer narrative:
No valid product code relayed. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Event description:
It was reported that patient decreased range of motion of left shoulder that was treated with a revision surgery. The event still ongoing.